Event description:
It was reported to boston scientific corporation that a wallfle biliary rx fully covered rmv stent was implanted to treat severe suppurative cholangitis with multiple stones during a procedure performed on (B)(6), 2026. Reportedly, the patient's post-procedure antibiotic treatment was complicated by a severe c. Difficile infection. On (B)(6), 2026, the patient presented for medical evaluation. During the evaluation, a computed tomography (CT scan) of the abdomen and pelvis was performed. The scan showed that the stent had already migrated proximally from its intended position. On (B)(6), 2026, the stent was scheduled for removal. However, during the procedure, the stent could not be visualized luminally. Attempts to retrieve the stent using a balloon sweep, rat-toothed forceps, and biopsy forceps were unsuccessful. The use of rat-toothed forceps was complicated by an injury to the duodenal bulb, which required clip placement for management. The patient was then referred to a higher level of care for an attempt at stent removal. On june 12, 2026, it was observed that the internally migrated biliary stent did not have an intraluminal component. Sweeping was performed using an oversized balloon to expose the distal end of the stent at the level of the ampulla. Evidence of delamination and tissue ingrowth involving the distal-most aspect of the stent into the ampulla and duodenal wall was observed. Ultimately, the physician was able to grasp an intact, non-fractured portion of the stent and apply sufficient traction to successfully remove it. The patient remains under monitoring and is expected to make a full recovery. No other patient complications have been reported as a result of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration and stent cover migration. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a0401 captures the reportable event of stent fractured. Imdrf patient code e1901 captures the reportable event of bacterial infection. Imdrf patient code e2015 captures the reportable event of injury in the duodenal bulb. Imdr impact code f2303 captures the medication required to treat the infection. Imdr impact code f2203 captures the imaging required. Imdr impact code f2301 captures the additional device used to remove the stent. Imdr impact code f2202 captures the additional endoscopic procedure for stent removal. Investigation summary: based on the available information, boston scientific concludes that the reported event of as reported codes of stent migration, stent difficult to remove and stent obstruction within device could be confirmed. The device was not returned for analysis as it was disposed therefore, technical analysis could not be performed. However, photos were provided on the documentation where it can be observed that the stent migrated with distal delamination, tissue ingrowth, and fracture during removal. The investigation concluded that based on the information available and without proper evaluation of the device, it is unknown if the reported events were related to a device malfunction, patient anatomical factors, tissue response, procedural factors, or other contributing conditions. Additionally, stent migration and stent obstruction within device is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history records review: a review of the manufacturing documentation for this device was unable to be performed as the lot number, is unknown. Device technical analysis: the device was not returned for analysis as it was disposed therefore, technical analysis could not be performed. However, photos were provided on the documentation where it can be observed that the stent migrated with distal delamination, tissue ingrowth, and fracture during removal. Risk review: a risk review was completed and confirmed that the events of stent migration, stent difficult to remove, stent obstruction within device, additional device required, medication required and additional surgery were defined in the risk documentation and are documented accordingly in the prr. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: a labeling review was performed, and from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use/product label. Additionally, it was confirmed that the following adverse events are anticipated in the IFU, namely stent migration, stent obstruction within the device, and bacterial infection. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.